Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign matter larger than the inner diameter of the air/water (a/w) nozzle got into the a/w supply pipe and caused clogging. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lusera colonovideoscope ¿can¿t send water and suction.¿ there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the adhesive on the bending section cover had a chip and a scratch to physical and chemical handling. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. Discoloration was observed on the control unit and electrical connector due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, objective lens, scope connector cover, scope connector, on the protector of universal cord on the scope connector side, protector of universal cord on the control section side, universal cord, flexibility adjustment ring, grip, switch box, switch 1, up and down knob, right and left knob, control unit and on the lock engagement lever knob. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer does not supply air and water through the nozzle however, a liquid detergent is used. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.